Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found issue was confirmed with error c-33 during log review and testing. Internal log review showed error c-00. The complaint was confirmed based on the field evaluation. The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that prior to starting a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure using an xi system after surgical ports placement, the customer reported that error c-33 repeatedly occurred on the vio dv and could not be resolved even after rebooting. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to prepare an external generator for the operation. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.